Event description:
The complaint was reported as: a foreign substance was found in the inner wall of the corrugated tube. The reported defect was discovered prior to pt use. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation. The pictures provided for evaluation confirm the defect reported by the customer. The foreign substances is a piece of plastic from the same resin sued to extrude the tube. A corrective action was implanted to aide in the elimination of the degraded resin that accumulated on the injection die.